Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through: (B)(6). Investigation summary: a couple of photos were shared by customer. Where a syringe is observed full of liquid, the chemolock and the chemosafe port are disconnected, no additional damage or anomalies are shown. One (1) used list# cl2100, chemolock¿ port connected to an unknown, chemo port connected to one (1) used, 1ml syringe were returned for evaluation. As received methotrexate and normal saline residual was observed. The chemosafe and chemoport were primed, using the hydrostatic pressure pump: at gravity pressure and no anomalies, occlusion or flow restriction were noted. Then the pressure was increased till 25 psi and no leaks were confirmed. The samples were dissembled and no anomalies were found. Complaint of defective / malfunctioning cannot be confirmed or replicated. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received regarding a chemolock¿ port with item number cl2100 that was associated with backflow resulting in leakage through syringe. It was reported that when the staff was about to administer methotrexate, the chemolock malfunctioned. Additionally, upon locking the chemo syringe onto the port that was on the primary line suddenly noticed rapid back flow of normal saline into the chemo syringe, because this happened rapidly and because the volume of methotrexate was so small (0.3ml) the plunger was pushed out of the syringe and a small amount of methotrexate spilled onto a blue pad that was under the chemo syringe. The event occurred on 22-apr-2025 during administration. There was patient involvement and no human harm. It was noted that the syringe and chemolock used. 0.3ml was the initial volume, when attached to port and saline line, saline push back into syringe. A sample picture was provided showing the product. It was noted that the manufacturer of normal saline is baxter and the ndc number is b1322 with din 00060208, there are no issues related to the ns.